Event description:
Adverse event(s): "capsule broke" (capsule bag tear, posterior). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A purchasing agent reported that a lens was not used. In a follow-up, a nurse explanted that the pt's capsule broke so the lens was not used. Additional info has been requested.

Manufacturer narrative:
The lens was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area adhered to the anterior optic surface. The optic was torn/split/cracked against a post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed for the lens and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/02/2010 and 07/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).